Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the coil was confirmed to be in good condition prior to use and was prepared as per the dfu, no resistance was encountered during manipulation of the coil, and continuous flush was set up and maintained throughout the procedure. However, based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the procedure, it was reported that the coil was prematurely detached in the rhv (rotating hemostatic valve) connecting with the microcatheter hub. No clinical consequences reported to the patient.